Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right ventricular (rv) lead had spikes in pacing impedance, and had recently triggered lead safety switch for high out of range impedances. The presenting electrogram was normal, and no noise was observed. The system remains in-service, and the physician planned to bring the patient in for follow-up. No additional adverse patient effects were reported.

Event description:
Additional information was received that this device and other manufacturer rv lead continued to have high out of range impedances. There was a new observation of increased thresholds, however the lead was still capturing and sensing just fine. It was also noted that there was noise that appeared to be respiratory rate trend (rrt) feature oversensing the high impedances causing inappropriate ventricular and atrial tachy response (atr) episodes. The physician was not planning further surgical intervention on this elderly patient, so the plan was to continue to monitor. This device system remains in-service.